Manufacturer narrative:
Corrected information: h3: device evaluation - the lens was returned dry in microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H3: device evaluation - the lens was returned dry in microcentrifuge vial. Visual inspection found broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event was reported as unknown.